Event description:
A customer reported that their pump battery would not charge and experienced a power source alert 07. There was no reported adverse impact to the customer's blood glucose level. The customer was using a third-party wall adapter but switched to plugging the charging cable into a wall adapter, which resolved the issue, and the pump began charging. No further assistance was required.